Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple occasions the customer accidentally entered in an incorrect bg level into the bolus screen. Reportedly, the customer noticed the error right away and was able to back out of the screen before delivering a bolus off an incorrect bg value. Customer's bg level was not impacted.